Event description:
It was reported that a patient with symptoms of fatigue and dizziness presented in the emergency room. The patient reported feeling symptomatic on (B)(6) 2014. Upon interrogation, the ventricular lead exhibited noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.